Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, the ventilator failed repair testing for oxygen (o2) low flow. The device was returned to the technician for additional evaluation. Additional findings not related to the malfunction/issue: damaged/missing/discolored components require replacement. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.